Manufacturer narrative:
One 7209157 cuff stitch 70 deg right, retuned for evaluation. The information provided states: ¿during surgery the stitch of the cuff stitch cracked¿. This is a one-year-old device. Visual assessment confirms breakage. 70 degree tip has been broken off. An exact root cause cannot be determined with confidence without the pertinent clinical details; however, factors that could have contributed to the reported event include improper cleaning of device or improper use of device. The instruction for use (1060355) states: ¿pay careful attention to cleaning devices with challenging design features. Challenging design features can include, but not limited to, suction levers, stopcocks, interfaces, cannulations, holes, blind holes, crevices, hinges, mating surfaces, etc¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon rele

Event description:
It was reported that during surgery the stitch of the cuff stitch cracked. Procedure was completed with a competitor device, it is unknown if there was a delay. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.